Manufacturer narrative:
Based on the claim against the product by the customer noting a broken cable, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The small grasping retractor instrument was analyzed and the reported failure was replicated and confirmed. The instrument was found to have a broken distal pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. The complaint regarding a broken cable was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar), the small grasping retractor instrument had a broken cable. The procedure was completed with no reported injury. Intuitive surgical inc.(isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.